Manufacturer narrative:
The insulin pump failed the displacement test, and alarmed motor error and encoder error due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm during normal use. The customer's blood glucose reading was 387 mg/dl at the time of the call. After treating her blood glucose levels, the customer called back to report an encoder alarm. The customer stated that the insulin pump was worn during an MRI scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.